Event description:
It was reported to philips that the system hung and did not startup. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and hard drive. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in use at the start of planned /non-emergency treatment, and the procedure got completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot start up. Review of log files confirmed the reported malfunction of flexvision pc. During troubleshooting, the fse identified the boot up error with flexvision monitor. The fse replaced the flexvision pc, hdd and reinstalled the software. The part analysis of flexvision pc was performed, and the cause of the failure could not be conclusively determined. However, the replacement of flexvision pc, hdd and reinstallation of the software by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.